Event description:
It was reported that while in the cath lab the chief perfusionist "tried to insert a 7.5 fr. 40cc ultraflex intra-aortic balloon (iab) but could not pass the balloon over the entire length of the spring wire guide. The md then used another 7.5 fr. 40cc ultraflex iab without complication." The product has been bagged and is in the care of the cath lab staff.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.